Event description:
Reportedly, during (B)(6) 2011 follow up, it was observed the elective replacement indicator was almost reached after 2 years of implantation (the battery voltage was at 2.7v). It was recommended to explant the device.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.